Event description:
Device #2 malfunction: suture failed to deploy. Time of device malfunction: during vessel closure. Symptoms/ae: failure to achieve hemostasis, hematoma. It was reported that a physician trained in the use of the perclose proglide device attempted arteriotomy closure of a heavily calcified common femoral artery after an unspecified procedure. Reportedly, the suture failed to deploy. The device was removed and a second proglide was used with the same results. Manual compression was applied to achieve hemostasis. A hematoma developed at the closure site; the treatment was not specified. There were no reported pt adverse effects. Though requested, no additional info was provided.

Manufacturer narrative:
The device is expected to be returned for eval. The lot number was provided. Review of the device history record is forthcoming. Additionally, eight unopened sterile proglide devices, from the same lot number, are expected to be returned for eval. A follow-up will be submitted with any relevant info. Device #1 proglide, part# 12673-03, lot # 60026-6h is being filed under medwatch MFR report number: 2953144-2008-01512.